Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was treated by emergency medical service (ems) for low blood glucose (bg) of 33mg/dl with drowsiness and sweating associated with a settings issue. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with use error of the pump in that settings were incorrectly programmed.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was treated in the emergency room (ER) for low blood glucose (bg) of 33mg/dl with drowsiness and sweating associated with a settings issue. The patient was reportedly treated with a glucagon injection and oral carbohydrates and remained on the pump. The reporter noted that the pump settings may not have been correctly programmed with the previous pump's settings. The patient was reportedly waiting on settings confirmation from their healthcare provider at the time of contact with animas. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with use error of the pump in that settings were incorrectly programmed.